Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer couldn't remember her blood glucose reading at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.